Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular lead integrity alert presented and the lead displayed high impedance, over-sensing, noise, high rate v-v intervals, and fracture. The lead was re-programmed by ¿turning off¿ the ventricular fibrillation / ventricular tachycardia detection prior to performing a lead revision. It was also reported the patient is deceased due to complications from the explant procedure; tear of the superior vena cava.